Event description:
During an in-clinic follow-up, noise resulting in oversensing and inappropriate automatic mode switch were observed on the right atrial lead. No intervention was performed at this time. The patient was stable and will continue to be monitored.